Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H2: additional information on h6 (medical device problem code). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The etching is legible and the lot matches the complaint. There are discoloration and wear. The fixed tip of the device has fragmented away. The actuator and attached movable jaw are bent to one side. A functional evaluation revealed when the slide on the handle is actuated that the movable jaw will slightly move. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional and corrected information in d4 and h4.

Event description:
It was reported that during an arthroscopy, the metal piece of one (1) arthropierce instrument broke when it pierced through the rotator cuff. The piece was removed using a grasper. The procedure was resumed, after a non-significant delay, using a similar s+n back-up product. The patient status is fine. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.